Manufacturer narrative:
Investigation: evaluation: description of event: it was reported that after childbirth, the patient lost blood. Prior to patient contact, the user tested for airtightness a bakri tamponade ballon catheter, used for treatment of postpartum hemorrhage [pph], when the bakri ballon was inflated with saline solution, it was found the balloon leaked. The user discontinued its use. The procedure was completed by using another same type device. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), quality control (qc) procedures, a visual inspection, and a functional test of the returned device, were conducted during the investigation. One bakri tamponade ballon catheter was returned for evaluation. The balloon was filled with 200 ml of water, and no leakage was observed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows two other related complaints associated with device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, provides the following information to the user related to the reported failure mode: warnings: "the balloon should be inflated with sterile liquid such as sterile water, sterile saline, or lactated ringers' solution. The balloon should never be inflated with air, carbon dioxide or any other gas." How supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1 - name and address: postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that after childbirth, the patient lost blood. Prior to patient contact, the user tested for airtightness a bakri tamponade ballon catheter, used for treatment of postpartum hemorrhage [pph], when the bakri ballon was inflated with saline solution, it was found the balloon leaked. The user discontinued its use. The procedure was completed by using another same type device. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.